Event description:
On (B)(6) 2010, this patient underwent a total aortic arch replacement along with elephant trunk procedure as a first stage to repair a thoracic aortic aneurysm with diameter of 57.5 mm. On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses as the second stage to repair the thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up examination revealed a type ii endoleak from the highest right intercostal artery. The physician elected to monitor the patient, and the patient was discharged. Subsequent follow-up examinations showed that the endoleak persisted and the aneurysm had shrunk to 52 mm, however on (B)(6) 2011, one year follow-up examination revealed the aneurysm enlarged to 58.7 mm due to the persistent endoleak. On (B)(6) 2011, a coil embolization procedure was performed to address the type ii endoleak. Subsequent follow-up examinations showed that the endoleak persisted and the aneurysm had further enlarged to 64 mm. On marc(B)(6) 2013, another embolization procedure was performed to address the type ii endoleak. It was reported that the intercostal arteries from the highest to the fifth were embolized. On (B)(6) 2014, four year follow-up examination showed that the endoleak had not been resolved. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.